Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6996sq, implantable defib subcutaneous coil, (B)(6) 2011. (B)(4).

Event description:
It was reported that there was apparent lead damage and possible fracture that occurred during the removal of the patient's left ventricular assist device (lvad). It was further reported that there was complete loss of capture at the maximum output and high lead impedance observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.